Event description:
It was reported that postoperative, the patient didn't have any hearing sensation with the device, even at maximum amplification. Rtf-measurement revealed no hearing sensation. Bera via programmed audio processor revealed "no potentials deducible". It is assumed that the patient has already been deaf before the implantation. The patient was explanted on (B) (6) 2010 and reimplanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.